Event description:
During a reverse bankart repair 4 anchors would not go in and split. Back-up devices were available to complete the repair. Surgeon was using our new drill and old guide. It was confirmed that the anchors were either left in place or the insertion site was drilled over, and an anchor placed at the site.

Manufacturer narrative:
No product is being returned for evaluation.